Event description:
As reported, the physician deployed a 5f mynx control in the common femoral artery during a diagnostic procedure; however, a few minutes after the deployment, the patient began to complain of pain in his hip and calf. There was moderate plaque noted at the sheath sight prior to the mynx deployment. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted to the device prior to use. The mynx was prepped per the IFU without difficulty. The device was purged of air during prep. According to he and the staff preparation and use of the device went as expected. The deployer was not certified in using the mynx device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was noted to have mild tortuosity. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were not multiple sheath exchanges during the procedure. The non-cordis sheath was not greater than 7f. No bleeding was noted after the removal of the device. Manual pressure was applied for 1-2 minutes following closure. At this point, no pulses were felt in the foot or in the popliteal. It was noted that there were pulses present before the case began. The physician brought the patient back to the lab and accessed the femoral artery on the opposite side. After performing an angiogram, the femoral artery where the mynx was deployed was 99% occluded. The patient was transported to the hospital for vascular surgery. Surgery was performed. Addendum for image review: the attached angiogram image demonstrates a complete femoral artery occlusion with collateral flow filling distal to the occlusion.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed a 5f mynx control in the common femoral artery during a diagnostic procedure; however, a few minutes after the deployment, the patient began to complain of pain in his hip and calf. There was moderate plaque noted at the sheath sight prior to the mynx deployment. The device was stored according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. There were no anomalies noted to the device prior to use. The mynx was prepped per the IFU without difficulty. The device was purged of air during prep. According to he and the staff preparation and use of the device went as expected. The deployer was not certified in using the mynx device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel was noted to have mild tortuosity. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were not multiple sheath exchanges during the procedure. The non-cordis sheath was not greater than 7f. No bleeding was noted after the removal of the device. Manual pressure was applied for 1-2 minutes following closure. At this point, no pulses were felt in the foot or in the popliteal. It was noted that there were pulses present before the case began. The physician brought the patient back to the lab and accessed the femoral artery on the opposite side. After performing an angiogram, the femoral artery where the mynx was deployed was 99% occluded. The patient was transported to the hospital for vascular surgery. Surgery was performed. Addendum for image review: the attached angiogram image demonstrates a complete femoral artery occlusion with collateral flow filling distal to the occlusion.